Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported to experience nausea and initially received a peanut sandwich for treatment. The customer was presented in a hospital where a glucose reading of 33 mg/dl was obtained on a healthcare professional (hcp) meter compared to sensor scan result of 78 mg/dl, and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. The customer received glucose tablets and IV fluids for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 30-apr-2025. The medical event associated with this case occurred on 15-jun-2025 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.